Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had stored episodes of ventricular fibrillation (vf). Technical services (ts) analyzed device episode data and found that during one of the episodes anti-tachycardia pacing (atp) was delivered which accelerated the already present vf rhythm. A shock was delivered to convert the rhythm. No additional adverse patient effects were reported. Currently, this crt-d remains in service.